Event description:
Customer reported the system went to max kv/ma when exposing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. No pt injury was reported.